Event description:
Procedure type: lap gastric bypass. According to the reporter: a reusable clip applier was inserted into the trocar seal and met a lot of resistance. After a couple of uses, the jaws of the applier torn the seal. The piece was retrieved from the pts cavity with a grasper. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).